Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2020 product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 06-oct-2024, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 10-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that they had a lead migration and increased pain. There were no known factors contributing the issue and no diagnostics were performed. The patient was reprogrammed  to get stimulation to the desired location and the issue was resolved. Additional information received from the manufacturer representative reported that the lead migration was confirmed with an x-ray. The cause of the migration was not determined.